Event description:
International customer reported that a patient presented with bulging at the umbilicus area, presumed to be a recurrent hernia at an unspecified time following an umbilical hernia repair. No further information was received to date. It is assumed that this patient will be returned to surgery for additional repair.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.